Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the drawer was not opening and closing properly. A field service engineer troubleshot half height drawer 3.2, found missing bumper slide, replaced with new bumper slides, rebooted system, ran diagnostics, and successfully tested operation with customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, auxiliary drawer 3.2 was not opening and closing properly. Customer reported drawer sticking, occasionally failing and becoming hard to pull out or push back in. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.